Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic radical gastrectomy, on transverse stomach, the surgeon was not able to squeeze the handle and the device did not fire. They firstly replaced a new reload and install it on the main but still could not be fired. They replaced a new main gun to install the first reload and successfully fired. They also installed the second reload and successfully fired. There was no patient injury.